Event description:
It was reported that device detachment occurred. The 90% stenosed in the target lesion was located in the moderately tortuous and mildly calcified left anterior descending coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the device was inserted into the guide catheter, and while outside the patient, a separation at the lap joint was noted. The procedure was completed with a different device. No patient complications were reported.